Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the fluid leak was not determined due to insufficient clinical details and no product return.

Event description:
Additional information received: this clinical incident involved a pulsatile bleed from the opening of a fourteen-french peel-away sheath used during a cardiac procedure. This was not a fluid leak from a five-and-a-half-french device. The product was disposed of. The patient remained stable following the primary percutaneous coronary intervention, which was completed without complications.

Event description:
The complainant reported that pulsatile arterial flow was observed from the peel-away sheath aperture during single-access high-risk percutaneous coronary intervention.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.